Event description:
Patient had a shunt placement procedure for hydrocephalus on (B)(6) 2014. During the procedure, the surgeon reported that the burr penetrated the dura and went into the brain causing potential injury/hemorrhage. CT performed on (B)(6) 2014 and showed a minimal peritract low attenuation hemorrhage seen within the right frontal lobe.